Manufacturer narrative:
A review of the probe manufacturing records indicate that the probe met all specifications. The probe cannula was returned for investigation. The investigation concludes that the ceramic portion of the probe tip - between the metal trocar and the metal shaft - was broken. Additionally, the probe had scything marks lengthwise down the ceramic portion that remained with the cannula. These marks likely occurred as the probe was initially placed through the introducer at a slight angle or when the metallic introducer was partially retracted prior to the ablation. These marks support the conclusion that lateral forces were applied to the ceramic portion of the probe tip. It is suspected that these lateral forces resulted in sufficient force to cause the ceramic to break. Additionally, the break pattern on the suspect probe is consistent with excessive lateral force applied to the ceramic. This is consistent with the physician report of having to apply lateral torque on the introducer when retracting it out of the expected ablation zone.

Event description:
The physician was using one 15cm certuspr probe to ablate an osteoid osteoma in the patient's femur. The physician placed a rigid metallic introducer through the overlying soft tissues and into the femur to obtain access to the target tissue. The certuspr probe was placed through the introducer and positioned at the target lesion. The metallic introducer was pulled several centimeters back so that it would not be in the expected ablation zone. Retracting the introducer required lateral torque applied by the physician. The ablation was completed without incident and the probe and introducer were removed. On the post procedure CT scan, a hyperattenuating object was seen within the ablation zone. The physician re-examined the certuspr probe and determined that approximately 3mm of the probe tip was detached from the probe cannula and remained in bone structure. The interventional radiologist consulted with an orthopedic surgeon who advised that the probe tip should be left in the bone rather than try to retrieve the probe tip. The target tissue was deemed successfully ablated and the patient reported that he was pain free.